Manufacturer narrative:
Initial and final MDR (B)(4). MDR (B)(4) device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of kinked cannula with two infusion sets and was alerted by an occlusion alarm. This led to high blood glucose level and the patient took a correction injection via mdi. The symptoms were noticed 3 or more hours after insertion. The site was abdomen and was rotated regularly. Patient also changed soft cannula infusion set only and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.